Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not charge for defibrillation as a result the device would be unable to discharge. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue. The reported issue was not verified through review of the electronic records from the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device would not charge for defibrillation as a result the device would be unable to discharge. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.